Manufacturer narrative:
Analysis found motor too dirty, motor shorted, and motor doesn't turn. Can't test for temperature. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the handpiece motor doesn't turn and overheated during operation. There was no patient impact. On follow up, it was reported that the handpiece overheated within a minute and a back up device was used to finish the procedure. There was no delayed in the procedure.